Event description:
It was reported that the cuff was pierced. The product was not reprocessed and was used according to the manufacturer's instructions. No other measures or action was taken after the problem was identified. It is unknown if the event occurred during patient use and if there was anyone harmed.

Manufacturer narrative:
Initial reporter name is listed as confidential and unknown; no information has been provided to date. UDI is unknown, no information has been provided to date. Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.